Event description:
(B)(4). Lots of pain while it was being put in. My obgyn done it in his office. Now I suffer from weight gain, hairloss, mood swings, lower back pain, irregular periods, pain during sex, hardly any sex drive, I have many more just to many to list